Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head broke off the brush head while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, the head broke off the oral-b power oral care refills precision clean, and almost shot down his/her throat. The consumer reported the toothbrush head had been used for a maximum of a month. No symptoms developed.